Manufacturer narrative:
(B)(4). D10: cat# 650-1159 lot# 3157030 delta cer fem hd 28/-3mm t1. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately a year and a half later due to the patient alleging feeling tight and unequal leg length. It was reported that no further information could be provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the standing leg length study shows rightward pelvic tilt and apparent lengthening of the left femur compared with the right. A definitive root cause cannot be determined. This complaint can be confirmed via the x-ray evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.